Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No compromised force sensor system alarms were noted during testing. The insulin pump was received with cracked case at display window corners and battery tube threads and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received a compromised force sensor system alarm. The customer's blood glucose was 32 mg/dl at the time of incident. The customer's blood glucose was 40 mg/dl at the time of call. The customer stated that they treated the low blood glucose with peanut butter and crackers. The insulin pump will be returned for analysis.